Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no motor error alarm and passed the motor test. The insulin passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery alarm and displacement test. The insulin pump has minor scratched lcd window and cracked case near the display window corners.

Event description:
It was reported that the customer had a motor error alarm during basal on the insulin pump. The customer's blood glucose level was unknown mg.dl. The customer was asked if the insulin pump fell/bumped, but the customer said it did not. The customer reinserted a new reservoir and the problem had reappeared during the basal. The customer received a replacement insulin pump. No further details given.